Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, the device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0104-00, rev. C, was reviewed and states the following: 4.3 warnings: procedure · as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bleeding or blood in the urine a root cause for the reported event could not be determined. It was reported that post-op, the patient was taken back to the operating room after continual bleeding due to remnant prostatic tissue, which was addressed by further cauterization. The aquabeam robotic system instructions for use list bleeding as a potential risk of the aquablation procedure and provide adequate instructions on how to achieve appropriate hemostasis. Based on the review of the information provided, plus a review of the treatment log files, DHR and IFU this event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation treatment, the patient was taken back into the operating room after continual bleeding due to remnant prostatic issue, which was addressed with further cauterization. The patient was kept in the hospital for two (2) days for observation. No malfunction of the aquabeam robotic system was reported.